Event description:
Nivolumab infusion started at 0935. At approximately 0945 patient called the RN toroom and notified RN that medication was leaking on floor. The RN stopped infusionand disconnected tubing from patient. Upon assessment of tubing, leaking noted totubing above infusion pump, Lot # 26043010. Approximately 5mL of medication notedon ground. Patient received 26mL out of 93mL bag. Doctor and pharmacist notified. PerMD, new Nivolumab dose to be ordered.